Event description:
The customer reported blood on top of sample tubes and fluid leaked under the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked through check valve, cv47b due to a clog. The fse replaced check valve cv47b and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the clogged check valve. A definitive root cause is unknown. (B)(4).